Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 10/11/2017. Device returned to manufacturer? Yes. Device evaluation: visual inspection at 10x microscope magnification was performed. The lens was returned cut in two pieces. Loose fibers/particles were observed on lens pieces related the to the handling of the unit out of a sterile environment. Residue of lubricant material also observed on the lens pieces. One of the haptics was observed slightly distorted. The other haptic was observed broken. The condition of the lens is consistent with a unit that has been previously handled and prepared for surgical use. The complaint could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a z9002 20.0 diopter intraocular lens (iol) was implanted in the left eye (os) on (B)(6) 2017. It was later explanted on (B)(6) 2017 due to residual refractive errors/unexpected post-operative refraction. There was no incision enlargement or complications. Also, there was no patient injury, the patient has recovered, and the surgical outcomes does not interfere with activities of daily life. The lens was replaced with the same model, but different diopter of 18.5. No additional information was provided.